Manufacturer narrative:
Investigation findings: the prod was not returned to conmed linvatec for investigation. A review of prod history for the past 2 yrs found one other similar report of metal shavings. During eval of this returned prod, galling was noted on the inner tube of the shaver blade. This type of damage can be caused by excessive lateral force during use. This is the only reported event for this lot #.